Manufacturer narrative:
Evaluation summary: reservoir stopcock was completely broken off at the uv bond joint. Uv bead around the broken stopcock luer was soft (uncured)

Event description:
The device stopped and blood did not return.